Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's (B)(6) drg lead exhibited high impedances. Subsequently, surgical intervention took place on (B)(6) 2016 at which time it was determined the patient's lead was fractured, and as a result, the patient lost stimulation. The patient's drg system was then explanted and replaced with an scs system. Effective stimulation was restored with the new system. Model number: mn20200, drg ins, therapy date: unknown.